Manufacturer narrative:
The implant was received on june 14, 2016.

Event description:
The dentist reported the screw had fractured. The dentist was unable to remove the broken screw, therefore the implant was removed.

Manufacturer narrative:
The implant was returned and visual inspection revealed it was fractured and damaged, likely from the removal process. The screw fracture could not be verified as the implant opening was filled with remnant bone. The reported fractured screw was not returned. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would cause or contribute to this event. A definitive root cause has not been determined.